Event description:
Patient was having a CT scan of the abdomen and pelvis with and without contrast. Pre-images were taken without difficulty. The patient was then injected w/iodine and scanning was started. After 7 images were taken, the CT scan was aborted and had to be re-booted. After re-booting, the machine was unable to come back up. The patient was sent home with the understanding that they may need to return. The rep and biomed were contacted. The rep was unable to duplicate the problem and the unit passed testing. The patient did not require additional scanning and did not have to return.